Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant, the right atrial lead had dislodged. The lead was explanted and replaced. The patient tolerated the procedure well and was in stable condition post procedure.